Event description:
On (B)(6) 2021, the complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "customer reports poor processing due to bottle pull. Customer measures alcohol with a hydrometer at 82%. Impact to tissue reported - about 160 cassettes (to be confirmed)". Between (B)(6) 2021 and (B)(6) 2021, the assigned leica field applications specialist -core histology (fss) communicated with the laboratory by telephone and email and detailed the following: "customer re-labeled reagent bottles. Instead of selecting "no change" the customer selected "changed". Customer uses a digital hydrometer. Reagent in bottle read 82% while instrument thought its was 100% (changed)." The fss documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "1.5 hr by reagent" protocol comprising 160 cassettes, which was executed in retort a with a start time of 19:09pm on (B)(6) 2021 and an end time of 04:01am on (B)(6) 2021; and the type(s) and size of the affected patient tissue samples were: "mostly gi biopsies, but also a prostate biopsy, lung biopsy, and liver biopsy" and "biopsy size" respectively. The fss also documented the description of the artefact exhibited by the affected patient tissue samples as "thick, poor morphology; tissue not sticking to glass slide". On 11 may 2021, leica biosystems (B)(4) received information from the assigned leica field applications specialist -core histology that all cases involved in this event were diagnosable; and that re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 1 hour and 32 seconds from 10:41am on (B)(6) 2021, which is sufficient time to replace the reagent; and a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 5 was to be set to the default value of 100% at 10:42am on (B)(6) 2021. The properties of the reagent in bottle 5 prior to the user actions detailed were: ethanol concentration=85.0%, cycle=28, cassettes=2391 and days=21. This reagent was used for the first time in the final dehydration step of the "1.5 hr by reagent" protocol started in retort a at 19:09pm on (B)(6) 2021. - bottle 13 (xylene) was not in contact with the corresponding sensor for approximately 6 minutes and 11 seconds from 10:36am on (B)(6) 2021; and a user affirmed in the graphical user interface (gui) that bottle 13 had been "topped off" at 10:46:21am on (B)(6) 2021. As detailed in section 5.4.4 of the histocore peloris 3 user manual entitled replacing reagent-manually, this option is to be selected only if a small amount of fresh reagent of the same type is added to a bottle to bring up the level ie all the reagent in the bottle was not changed. Consequently, it is considered likely that the xylene concentration in bottle 13 would have remained at approximately 87%, which is below the final reagent threshold required for xylene of 95%. - bottle 13 (xylene) was also not in contact with the corresponding sensor for approximately seven (7) seconds at 10:46am on (B)(6) 2021, which is not sufficient time to replace the reagent; and a user affirmed in the graphical user interface (gui) that bottle 13 (xylene) was to be set to the default value of 100% at 10:46:40am on (B)(6) 2021. As detailed previously, it is considered likely that the xylene concentration in bottle 13 would have remained at approximately 87%, which is below the final reagent threshold required for xylene of 95%. - following the user actions detailed above, the reagent in bottle 13 (xylene) was used for the final clearing step of the "1.5 hr by reagent" protocol started in retort a at 19:09pm on (B)(6) 2021. - based on the information provided, the patient tissue samples exhibiting sub-optimal processing as reported by the complainant were derived from the "1.5 hr by reagent" protocol comprising 160 cassettes, which started in retort a at 19:09pm on (B)(6) 2021 and completed at 04:00am on (B)(6) 2021. No event/error codes were recorded during execution of this protocol. The variance between the ethanol concentration of approximately 82% measured by the complainant using a hydrometer in an unspecified reagent bottle and that calculated by the instrument software of 100%, indicates that a use error occurred during manual replacement of the reagent in the unspecified reagent bottle. Although the complainant did not specify the bottle in which the measured ethanol concentration was 82%, evidence in the instrument logs suggests that the bottle with the measured concentration of approximately 82% was bottle 5 (ethanol). Although the user affirmed in the graphical user interface (gui) that bottle 13 was "topped off" at 10:46:21am on (B)(6) 2021, it is considered likely that the reagent concentration in bottle 13 (xylene) would have remained at approximately 87%. Similarly, the xylene concentration in bottle 13 would have remained at approximately 87% when a user subsequently affirmed in the gui that the xylene concentration in bottle 13 was to be set to the default value of 100% at 10:46:40am on (B)(6) 2021 without replacing the reagent. The actual xylene concentration would have remained unchanged at approximately 87.0%, because bottle 13 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottles 5 (ethanol) and 13 (xylene) was used for the final dehydration and clearing steps respectively of the "1.5 hr by reagent" protocol started in retort a at 19:09pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98% and the final reagent concentration required for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and/or final clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the "1.5 hr by reagent" protocol started in retort a at 19:09pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Based on the both the information provided by the complainant and evidence found in the instrument logs, the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use errors, which occurred at 10:42am on (B)(6) 2021 when replacing the reagent in bottle 5 (ethanol) and at 10:46am on (B)(6) 2021 when replacing the reagent in bottle 13 (xylene). The findings suggest that a user failed to complete manual replacement of the reagent in bottles 5 (ethanol) and 13 (xylene) in accordance with the instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains both the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss"; and also details the following in section 5.4.4 entitled replacing reagent-manual: "topped off/up - select if you did not change all the reagent but added a small amount of fresh reagent of the same type to bring up its level in the bottle. (With this option the bottle state changes to full. The concentration and history details do not change.)".